Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a stage two pressure ulcer under the electrode of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses removed the lifevest due to the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.